Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call of blank display and moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was floating in the lake yesterday and the pump might have gotten wet. The customer reported fluid under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.